Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor broken. Missing broken part. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
Customer reported via phone call that the sensor had alarmed lost sensor alarm. Customer's blood glucose was unknown. During troubleshooting, found the sensor was bent. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.